Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual increase in shock impedance measurements, over the past year, to high out of range greater than 125 ohms. Technical services discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to the aforementioned out of range shock impedance measurements. Another rv lead was successfully placed. No additional adverse patient effects were reported outside of the replacement procedure. As of today, this product has not been returned to boston scientific for further analysis.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual increase in shock impedance measurements, over the past year, to high out of range greater than 125 ohms. Technical services discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.